Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 4/5 of his automated peritoneal dialysis therapy. Per initial report, the supply line of thehomechoice cassette was not completely connected to the supply bag. Baxter's technical service center assisted the home tp in ending the therapyearly. No pt inquiry or medical intervention were associated with the incident per the home pt.